Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's ok button had frequent no or intermittent response when pressing it. The buttons were still unresponsive after a battery change. Customer's blood glucose level was 261 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with constant error due to unlocked connector. We were unable to perform self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 130. The motor was tested outside the device and passed. The insulin pump passed leak test. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. However, we were unable to verify stuck button alarms due to pump error 130. The device was received with minor scratched display window.